Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported the patient had a revision 1 year after implant due to spinal fluid leaking on it. Ever since the patient cannot use their bolus due to terrible headaches every time they use it. Staples were not used in the revision surgery so it was much easier. Stitches were used in their revision surgery. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was unknown as to where the leak was. No further issues were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8780, (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient had to have a revision one year after their implant surgery due to spinal fluid leaking "on it". Ever since then, the patient could not use their bolus due to terrible headaches every time she used it. It got better after the staples were removed and stitches were used at the revision surgery. It was noted the patient's pain was "much better". When the patient had the revision, the surgeon did not use staples, so it was much easier. No further issues were reported or anticipated. Additional information was received from a consumer. The revision occurred in (B)(6) 2016. There was a leak from the tubing going into the pump and spinal fluid was confirmed. It was stated that nothing led to the spinal fluid leaking and that when the patient went for a fill, the nurse saw fluid was building on top of the pump. The patient was having terrible headaches, so the pain doctor drained the fluid off and confirmed it was spinal fluid. Within three days, the fluid was back on the pump. The spinal fluid leak was resolved and the patient did not have any swelling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-jan-19. It was reported that the patient's headaches started about 4-5 months before the revision. The change in therapy/symptoms was considered gradual. Per the patient, it was thought that the headaches were because of the spinal fluid. It was noted that in (B)(6) 2016, the patient had swelling where the pump was on the back. The patient had an x-ray and it was confirmed that the patient had fluid around the pump. It was noted that the patient also had a blood patch. The situation was being addressed by the patient's hcp. The pump was reportedly infusing dilaudid (15.0 mg/ml at 2.605 mg/day) and the indication for use was non-malignant pain.